Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02931. It was reported the patient experienced ineffective stimulation from his scs system. Subsequently, the patient underwent surgical intervention where his entire scs system was explanted.